Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no devices or photos are returned for review, so the exact condition of the components is unknown. Neither x-rays nor surgical notes were returned. Component fit and orientation as per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: ag, bone activity, (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.